Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported an o2 percentage dropage causing a low pressure alarm. Manual blender controls were used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.